Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral vein was done with a prostyle device using the pre-close technique via an 8f sheath hole prior to an interventional cardiac ablation procedure. The suture of one prostyle device was successfully pre-placed and the cardiac ablation procedure was completed using the same 8f sheath. Reportedly, post-procedure, the knot was advanced entirely to the vessel wall and hemostasis was achieved; however, bleeding occurred when the suture was cut with the suture trimmer. Manual compression was used with the pre-placed suture to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.